Event description:
We have been informed that during vitrectomy procedure, water leaked out of the instrument causing the formation of air bubbles that entered the eye of the patient. Irrigation was insufficient. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
Cause investigation: unfortunately, none of the disposable products form the pack were returned to dorc for investigation. Unfortunately, without any physical examination and/or testing, the reported failure could not be confirmed and its cause could not be determined. Device history record review revealed no deviations and a database search showed that no similar complaints have been reported on this specific lot prior to this case or since. Results of assessment: the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during vitrectomy procedure, water leaked out of the instrument causing the formation of air bubbles that entered the eye of the patient. Irrigation was insufficient. No report that actual patient harm occurred or surgery was prolonged 30 min.